Event description:
Related manufacturer reference number: 2017865-2022-11428. It was reported the patient presented in clinic for follow-up after a couple of falls about a year ago. Interrogation showed the right ventricular lead exhibited high pacing impedance. The atrial lead exhibited low pacing impedance, high capture thresholds, and was oversensing noise leading to inappropriate mode switches. Fluoroscopy revealed the atrial lead was broken. The right ventricular and atrial leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of inadequate capture, noise, low pacing impedance and fracture were confirmed. A complete lead was returned in two pieces for analysis. X-ray examination found a possible outer coil fracture. Electrical testing found indication of conductor fractures and internal shorts. Destructive analysis found an internal insulation abrasion breaching the inner insulation. Scanning electron microscopy analysis found all five filars of the outer coil were fractured. The cause of the reported events was due to the inner insulation abrasions and fracture of the outer coil.